Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse called to report for the customer of a hospitalization on (B)(6) 2016 due to a surgery. The customer's reading was 550 mg/dl after returning to wearing the device. The customer was treated in the hospital with manual injections. The nurse performed troubleshooting, and after having the customer remove the infusion set they found a bent cannula. The customer declined to finish troubleshooting. The customer was advised to change the set, reservoir, and insulin and treat. The customer's infusion set was replaced and will return for analysis. The customer's insulin pump was not replaced or returned.